Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA. The reported condition has been confirmed. The instrument was examined in our quality assurance and engineering laboratories. It was found that the anvil plate was loose and misaligned with the instrument cartridge. We are unable to determine the cause of the difficulty encountered.

Event description:
The product was used during a demonstration procedure. Reportedly, the staples did not form properly.